Manufacturer narrative:
The balloon guide catheter was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. The balloon guide catheter body was found to be kinked in the middle section. The middle section of the balloon was found to be torn. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking from the tear. No other anomalies were observed. The cello balloon guide catheter was sent out for additional testing. A supplemental report will be submitted when the analysis has been completed.

Event description:
Medtronic received report that during a stroke case, the balloon guide catheter did not inflate as desired on the second inflation while in the treating vessel. The balloon was reported to have only partially inflated on the second inflate, (no difficulties on the first inflation). There was no report of a patient injury. The anatomy was not tortuous. There was no extensive guidewire manipulation. The contrast ratio was 1:3. A one ml syringe was used with the device. The injection was done in a steady manner. The device was inspected for clots and none were identified. Blood did enter the balloon and a gentle flush was conducted to remove the blood. Contrast was not seen leaking when the balloon was inflated. The device was not damaged prior to use.

Manufacturer narrative:
The balloon guide catheter was evaluated and attempted to be inflate, but it failed as air was noted to be leaking from an apparent rupture on the inflation part of the balloon. The ruptured section was examined in detail, but no damages were found that would have caused the rupture. The balloon was manipulated but no cracks or deterioration occurred. It is possible that during the insertion into the sheath, the balloon may have gotten damaged, as the inflation port of the catheter was found kinked which is near the location of the rupture. However, it is unknown what caused the balloon to rupture/tore. It is recommended that a sheath manufactured by midikit be used with the balloon guide catheter. Not using this sheath might cause this type of damage to the balloon. If information is provided in the future, a supplemental report will be issued.